Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead had high and unstable pacing impedance. The lead was capped and replaced. It was noted that the initial rv lead that was attempted as a replacement would not cross down the superior vena cava (svc). A different lead was used. No patient complications have been reported as a result of this event.